Event description:
The customer reported the biopsy forceps was stuck in the working channel during a diagnostic gastroscopy procedure involving an olympus gastrointestinal videoscope. The procedure was completed with an olympus back-up device. There was a slight delay, however no patient injury was reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air/water channel and foreign material in the tube of the universal cord. A root cause could not be identified. Based on the results of the investigation, the cause of the biopsy forceps stuck in the working channel was traced to component failure. A root cause could not be identified. Based on the results of the investigation, the cause of the white foreign material in the air/water channel and foreign material in the tube of the universal cord could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.